Event description:
Report received from abbott international affiliate of a tubing separation. The report states: "the nurse connected line to patient, turned their back and the next thing the fluid was running all over the place. The connection just came apart. Fortunately they had not yet commenced the chemo treatment or they would have been contaminated by the drug". Though requested, no additional information was available.